Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was visited emergency room and was in intensive care unit on (B)(6) 2018 1pm due to diabetic ketoacidosis and high blood glucose level of 600 mg/dl. The current blood glucose is 185 mg/dl. The customer treated their high blood glucose with intravenous insulin and declined troubleshooting for high blood glucose. The customer was wearing insulin pump during hospitalization. The customer reported that the insulin pump received no delivery alarm. The insulin pump will be returned for analysis.